Event description:
Anaphylaxis-type reaction [anaphylactoid reaction]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a pt (demographics unspecified). The pt's medical history was not provided. On an unspecified date in 2011, the pt initiated treatment with synvisc (hylan g f 20) injection at a dose of 2 ml (route and frequency not provided). The lot number for synvisc was not provided. The pt received a total of three synvisc injections. On an unspecified date shortly after the injection, the pt experienced life threatening event of anaphylaxis-type reaction. It was reported that "the pt almost died but was able to be managed because he was still in the waiting room at the office". The action taken with synvisc treatment was not provided. The outcome for the event of anaphylaxis-type reaction was not provided. Concomitant medications were not provided. The intensity for the event was not provided. The reporting physician assessed the relationship between synvisc and the event of anaphylaxis-type reaction as possible.